Manufacturer narrative:
Concomitant medical product(s): product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 19-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant and chronic low back pain. It was reported that when the patient's right ins was implanted in (B)(6) 2016, it was not compatible with the "wires", so "it kept swelling and un-swelling". In 2017, the right ins was explanted but the leads were left implanted. Then, around (B)(6) / (B)(6) 2018, the patient started having pain on the right side of their neck that went down into their right arm. It was unknown if this pain was related to the old ins that had been explanted from their right side. It was also noted that the patient did have a cervical spine surgery on the right side of their neck, and has 3 plates on the right side of the neck. They were redirected to see their doctor to discuss options to address the pain on the right side of their neck. No further complications were reported or anticipated.